Event description:
As reported, after passage of an unknown 0.014 wire, a 2.5 x 300 .014 saberx percutaneous transluminal angioplasty (pta) balloon was used. During the first dilation at 8 atm, the balloon ruptured. A replacement saberx014 of the same size was then used, and the procedure was successfully completed. There was no reported injury to the patient. This was during a below knee (bk) stenosis case using an ipsilateral approach. The device will not be returned for evaluation. Additional information could not be obtained.

Manufacturer narrative:
As reported, after passage of an unknown 0.014 wire, a 2.5 x 300 .014 saberx percutaneous transluminal angioplasty (pta) balloon was used. During the first dilation at 8 atm, the balloon ruptured. A replacement saberx014 of the same size was then used, and the procedure was successfully completed. There was no reported injury to the patient. This was during a below knee (bk) stenosis case using an ipsilateral approach. Additional information could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 2506031142 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿balloon burst¿ could not be evaluated as the device was not returned for analysis. The exact cause could not be determined. The exact cause of the reported issue could not be determined. However, without returning the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.